Event description:
It was reported that the device acted as if the lesion and motor modes switched, causing the patient's leg to jerk. There was no patient/user injury reported and no medical intervention required. There was no back-up device available and the procedure was canceled.

Manufacturer narrative:
The device has been received at the manufacturer for testing. A follow up report will be made when the product is returned, and if the investigation requires.